Event description:
An intra-aortic balloon (iab) catheter was being used for treatment. The catheter was inserted with a sheath without any problem. After approximately 24 hours an alarm from the console happened and blood was detected in the gas line. The catheter was removed and, after flushing the catheter, two holes were observed in the balloon.

Manufacturer narrative:
This MDR was prepared based on a 483 observation during an FDA inspection from (B)(6) 2015 and retrospective review of customer complaints.